Event description:
During attempted implant, r wave amplitude variation and increased capture threshold were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of r-wave amplitude variation and increase capture threshold were confirmed. As received, a complete lead was returned in one piece the helix found stretched, bent, and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorquing of the inner coil inside the connector region. The cause of the reported events was due to shorting between conductors cause by overtorquing the inner coil inside the connector region consistent with procedural damage.